Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of necrosis and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: partial necrosis dehiscence, adenopathies, and silicone in the left armpit.

Event description:
Healthcare professional reports left side "partial necrosis dehiscence", simple cystic lesions, lobulation of contours, "left breast shows adenopathies", and "silicones in the left armpit". The device has been explanted.

Event description:
Healthcare professional reports left side "partial necrosis dehiscence", simple cystic lesions, lobulation of contours, "left breast shows adenopathies", and "silicones in the left armpit". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, h6. Additional health effect impact codes: f2203.